Manufacturer narrative:
Pump passed self-test, however, constant pump error 39 alarms noted during rewind due to corroded motor home switch. Unit successfully downloaded to thump. Verified pump alarmed pump error 39 on (B)(6) 2024 07:54:49.000 in pump downloaded history. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 39 alarms. Moisture damage noted to electronic assemblies during visual inspection. The following were noted during visual inspections: scratched case, cracked keypad overlay, cracked case (battery tube), pillowing keypad overlay, corroded motor home switch, and corroded battery tube. Confirmed pump error 39 alarm during testing and in pump history files. Unable to confirm sporadic high bgs due to constant pump error 39. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 400 mg/dl at the time of the event and reported that the motor current error detected (pump error 39). Troubleshooting was performed and the alarm was able to clear the alarm and not able to complete the rewind. It was unknown whether the customer had used the insulin pump system within 48 hours of the reported high blood glucose event and the customer used the smartguard auto mode of the insulin pump or not. No further patient complications were reported. The customer will discontinue to use the device. The insulin pump will be returned for analysis.